Event description:
There is no update to the complaint description previously reported.

Manufacturer narrative:
One titanium hexed uniscrew (uniht) was returned for investigation. Visual inspection of the as returned products identified screw fractured at the threads. Functional testing and dimensional analysis could not be performed due to the nature of event (fracture). Pre-existing conditions noted was diabetes. Per the applicable IFU, breakage may occur when device is loaded beyond its functional capability. DHR review (uniht): DHR review could not be performed as lot number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review (uniht): a complaint history review by item number was conducted for the (uniht) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device for similar event. Post market trending review: april post market trending was reviewed and there were no actionable trends or corrective actions for the reported devices and event (screw fracture). Therefore, based on the available information, the reported device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Supplemental report created as customer confirms the fractured screw was able to be removed at an additional appointment and the implant remains implanted without any issues.

Event description:
It was reported that the screw was found to have fractured inside the implant and was stuck. Doctor was able to removed the screw and implant remains implanted.

Manufacturer narrative:
Additional information was received from customer indicating the unknown screw to be uniht, lot unknown. The following sections have been updated: b4: date of this report d1: device brand name d4: catalog number g3: date received by manufacturer g4: PMA/510(k) number g6: checked "follow-up" h2: checked follow-up type h10: added manufacturer narrative.

Event description:
Additional information received from customer indicated the unknown biomet screw to be uniht, lot unknown.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the screw was found to have fractured resulting in the implant to be removed. Fdi tooth number 46.